Event description:
The ge oec 2800 uroview fluoroscopy system intermittent issue with the power on/off switch.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective power on/off switch that was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with restect to this issue.